Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The home patient (hp) disconnected and reconnected. The hp was using a hospital machine. The baxter technical service representative (tsr) recycled power and cleared the alarm. They explained the alarms and the caller would discard the supplies. They would call the registered nurse (rn) per the air detect alarm. They disconnected and reconnected and the caller would call back if they had any problems or questions. The patient was not connected at the time of the alarm and did not disconnect anytime prior to the alarm. The patient did reconnect to the setup. A dummy tummy was not being used. The patient did not inadvertently separate from the transfer set. The patient did not press go to start therapy before connecting to the hc. The patient did disconnect prior to the alarm. All of the bags were properly spiked and connected. Patient extension lines were not used and there were no open clamps on any of the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would finish therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012, and she was not aware of the patient having had that alarm. She said the patient was in the hospital currently for a foot amputation that was not related to peritoneal dialysis therapy. She said the nurses at the hospital were helping the patient with his dialysis therapy but she would followup with the patient about the alarm the next time she sees them. As far as she knows he has been completing therapy successfully. No further information was provided. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Edit statement: "the patient was not connected at the time of the alarm and did not disconnect anytime prior to the alarm." To "the patient was not connected at the time of the alarm and did disconnect prior to the alarm."

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.